Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump alarm history showed cs 012/054/052 call service alarms were recorded. During testing, the pump powered on to the verify screen. The pump performed the ez-prime steps and was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump case. The complaint of a call service alarm issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).